Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent non-patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
The customer called to report that the 4mm needle purchased from the hospital and no liquid comes out during injection. After inspection, the needle was found to be bent at the needle-npe. Lot number is 2040547. Quantity of problematic products: 1. Three injections a day and no reuse of needles. Samples are mailed, and customer response needed by phone call. Sample availability: yes sample availability details: physical sample available only.